Event description:
Per the clinic, the patient experienced pain, skin breakdown and infection at the implant site, exposing the device. The patient was hospitalized (date not reported) and treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2025.